Event description:
The reporter stated that the surgeon was using a msi-tm injector with a 24.0 diopter silicone lens and a haptic tore off during advancing in the injector. No patient contact. They felt it was due to the injector, however, the cartridge they used was not recommended for use with a silicone lens.